Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the device previously logging an alarm due to very low fio2 (fraction of inspired oxygen) was confirmed. However, when ventec tested the device the very low fio2 alarm could not be duplicated. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.

Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed that the ventilator had previously logged an alarm indicating very low fio2 (fraction of inspired oxygen) readings. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section d4, model #, of the initial medwatch report stated: prt-00490-001. Section d4, model #, of the initial medwatch report should have stated: vocsn, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated:(B)(4).